Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump¿s basal history for (B)(6) 2017 appeared to be inaccurate with the current basal program due to the user manually changing the basal unit /hour at 00:00. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. There were no hypersensitive or stuck keys observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.